Event description:
Consumer reports receiving inaccurate readings on their plink meter. Testing on their old machine was more in line. Analysis run on clark error grid using competitive reading (228) as ref. Point vs. Bd readings (578) yielded data points in the c range of the grid, outside acceptable limits.